Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) was able to confirm and replicate error 32101. Fse replaced the patient side system (pss) setup joint (suj) 1 assembly to resolve the issue. The system was verified and ready to use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a training/demo of the da vinci system, system reported error 32101 on universal surgical manipulator (usm) 1. Technical support engineer (tse) reviewed system logs and confirmed error 32101 which was pointing to a faulty part around the axes controller, setup joints (acj). Customer disabled usm1 prior to the call. There was no report of patient involvement.